Manufacturer narrative:
Concomitant medical products: 501da24 mechanical valve, implanted (B)(6)2005.

Event description:
It was reported that the patient¿s left ventricular (lv) lead showed increased high and unstable thresholds along with diaphragmatic stimulation. Programming was performed to alleviate the stimulation, and the patient will be monitored. The lv lead remains in use. No patient complications have been reported as a result of this event.